Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was blood in the inflation lumen. The balloon, markerbands, tip, proximal weld, inner/outer shaft of the device were microscopically and tactile inspected. Inspection revealed balloon damage (bunching) at the distal end of the balloon, inner shaft kink located 22mm from tip and a kink in the shaft 18 cm from the tip of the device. There was also a burst in the balloon material, 12mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.